Manufacturer narrative:
The manufacturer¿s further investigation engineer confirmed the reported issue. Credit was issued for the returned ventilator. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned ventilator was tested and no failures were identified.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device had an e/c 1007 (machine and proximal pressure sensors failed) on receipt. There was no patient involvement.